Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the loading process of a new cartridge. The customer followed the guided steps in the mobile app but still faced difficulties. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge, administer a 9-unit bolus, and reload the original cartridge. Although initially unsuccessful, with assistance, the caller was able to successfully load a new cartridge and resume insulin therapy, resolving the issue.